Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: I recently reported a leak behind the plunger in one of your ll syringes. Today we had another such incident; this time, we were able to note down the batch number. The sample can also be collected if required. The rubber does not appear to seal properly, as product has leaked behind the plunger, resulting in contamination in our fume cupboard. The sample is therefore also contaminated with carboplatin. Batch: 2602033 exp 31-1-31 thank you in advance for your investigation;